Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.

Event description:
Patient reported, right side rupture diagnosed by MRI. Additionally, patient reported, pain. And not device related fever. Device has been explanted.

Manufacturer narrative:
Visual evaluation: visual analysis of the photographs identified a device with red particles is observed on the surface of the device, it appears to be encapsulated.device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b.5., d.6b., g.2., h.6.

Event description:
Device has been explanted.